Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist visited the account and checked the laser and the patient interface that was left for him to check. He measured flaps in gel using both cones (test patient interface and the one provided by the account) and both measured within specifications. The laser was used off label as this patient had a pre-existing corneal scar. The use of the laser is contraindicated in the presence of corneal lesions. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that patient had a vertical gas breakthrough and laser treatment stop with 6 seconds remaining. The technician was unsure if the physician intentionally stopped the treatment. Technician also indicated that no errors or messages were displayed on the laser.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.